Manufacturer narrative:
(B)(4). Method: the complaint devices have not yet been returned to fisher & paykel healthcare for evaluation. Our analysis is therefore based on the description of events and our knowledge of the product. Results: the customer has commented that all three circuits appeared to be leaking at the swivel. A lot check revealed no other complaints for this lot number. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuits would have met the required specification at the time of production. (B)(4).

Event description:
A hospital in (B)(6) reported that three rt235 breathing circuits would "not pass a pre-use leak test on a model servo I ventilator". The hospital further reported that the leak was apparently at the "swivel at the patient y." This was found before patient use.